Event description:
During pt surgery for mastectomy with reconstruction, this product was used and the connection from light source to the lighted retractor touched pt's skin and left a superficial partial thickness burn on left upper abdomen from the conduction of heat through the metal connector.